Event description:
During preventative maintenance of the device, the field service representative reported that all the numbers were worn off of the occlusion knob ring (indicator pump dial). The ring was replaced. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.